Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that one week after the dental implant was placed, in ada site #7 of the patient¿s mouth, an infection was observed. Patient presented with pain, bleeding and swelling. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that one week after the dental implant was placed, in ada site #7 of the patient¿s mouth, an infection was observed. Patient presented with pain, bleeding and swelling. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.